Event description:
Information received with return of the device does not address the patient's clinical status but notes that when connected to the leads during implant, no pacing was observed. Therefore, a new device was placed.